Event description:
On (B)(6), 2010, the lay user/patient's mother contacted lifescan (lfs) alleging that the patient's onetouch ultralink meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the reporter by phone. The reporter claimed that the alleged power issue began on (B)(6), 2010 at 6:00 am. A couple of hours prior to when the alleged issue started, the patient's mother claimed that the patient had developed a headache, was throwing up, was not thinking clearly and his face appeared flushed. It is not known if the patient's blood glucose was tested at the onset of symptoms. The patient's mother reported that the patient manages his diabetes with insulin (insulin pump). At 6:10 am that morning, the patient was given 2 units of novolog insulin. At approximately 9:00 am that same morning, the reporter claimed she contacted the patient's physician and was advised to test the patient's glucose using another device and to administer 6 to 8 units of novolog insulin. At 10:38 am that morning, the reporter claimed the patient was tested using a onetouch ultramini meter and obtained a message of "hi" suggesting that the meter detected a blood glucose over "600 mg/dl." The reporter also stated that the patient obtained blood glucose results on the onetouch ultramini meter of "153 (unknown time), 122 (unknown time), 405 (1:00 pm) and 375 (unknown time) mg/dl." The date of when those readings were taken is unknown. At the time of troubleshooting, the cca noted that the subject meter's batteries did not require replacement per the owner's booklet recommendations. The alleged power issue remained unresolved. Although the patient was treated in response to high blood sugar symptoms, there is no indication that the reported issue caused or contributed to this serious injury. The patient reportedly was symptomatic prior to when the alleged power issue started and there is no evidence that the patient's symptoms became worse. In addition, the patient was not administered inappropriate treatment as a result of the alleged issue. However, this complaint is being reported because the power issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.